Event description:
It was reported that four hours after insertion of the iab, the "ap" waveform seemed dampened. Blood was noted to be entering the helium tubing. Because of this, the iab was removed and replaced. There were no patient complications.